Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 00875705801, lot# 63679311 58mm o.d. Size ll porous uncemented with cluster holes shell. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 12 weeks post-implantation, the patient underwent a right hip revision due to ongoing episodes of dislocation. The decision was made to revise the acetabular component in hope of changing the acetabular version. The cup, liner, and head were revised. A slightly longer head was implanted in hopes it would improve tension in the hip and reduce risk of dislocation. Attempts have been made and no further information has been provided.